Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo clip* iii 5mm clip applier w/ hemostay clip m/l. The clip counter was no longer active upon receipt of the instrument. Functional testing found the instrument without abnormalities. The clips loaded properly. There were no issues found with the loading of the clips. The issue of the digital readout was investigated. The handle was disassembled for visualization of internal components. Upon inspection of the counter housing, it was noted particulates were present within the counter contact area, preventing activation of the counter light upon removal of the yellow tab. The root cause of the observed condition of the digital readout was determined to be a result of particulate matter, a product improvement has been initiated to eliminate this failure mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hepatectomy, the circulating nurse, opened the device and removed the yellow tab, but the power was not turned on, and the remaining procedure of clip was not displayed. In addition, although the handle was squeezed, the device was locked, and the clip could not be loaded. A new device was opened to solve the problem. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient harm.